Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening (crack), wear abrasion, and delamination. Leak test was performed and found opening (crack) on diaphragm valve. A microscopic analysis was performed which identified opening (crack). Based on the device analysis the final assessment is: a (crack) opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.